Event description:
It was reported that device diagnostic testing resulted in high impedance. It was reported that the patient has experienced an increase in seizures over the past few weeks. It was reported that the patient has not experienced any trauma or manipulation that may have contributed to the increase in seizures. X-rays were taken and sent to manufacturer for review. Review of x-rays did not identify any obvious cause for the high impedance. Further follow-up revealed that the patient requested that device diagnostics be performed due to experiencing three big seizures in one week. It was reported that the patient "makes punching box" one time every two week and that she's a fishmonger, so she occasionally raises heavy loads. It was reported that no recent trauma occurred. Attempts to obtain additional information has been unsuccessful to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement. Attempts to obtain additional relevant information have been unsuccessful to date.